Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported there was an intermittent or erratic change in therapy. This was occurring daily. The stimulation change was related to positional movement. It was noted that the patient had adaptive stimulation, but four days later, the patient reported she did not believe she had adaptive stimulation programmed so the presence of adaptive stimulation is unclear. It was also reported that the patient's stimulation/therapy was turning on and off by itself. The patient felt stimulation turn on and off when laying down. Stimulation was turning itself off when it should have been on. The stimulation turning on and off was noted as not being related to positional movement. The patient programmer showed that stimulation was on. There were no recent medical tests or environmental electromagnetic interference (emi) exposure. The patient had the ability to change stimulation. The patient's implantable neurostimulator (ins) was rechargeable and was at 100%. When the patient moved, it was uncomfortable and stimulation would go to the left or right. When the patient was laying on the right, stimulation felt stronger on the left. The patient had to keep turning her right side off because she had only one lead. The consumer later reported she spoke with a manufacturer's representative (rep) in (B)(6) 2015. She was trying to increase stimulation as she would have liked more stimulation on her left, but when she increased, the patient got more stimulation on the right. The patient stated that when she moved, the stimulation increased on the right side. The patient hurt on the left side. When the patient moved her neck to the right, stimulation was stronger on the left. When the patient moved her neck to the left, the stimulation was high on the right. When the patient stood straight, she felt stimulation on the left. This was noted to have been occurring since implant. There were no falls or traumas reported. The patient had not been reprogrammed. Additional information received from a rep reported she was notified of the event by the patient on (B)(6) 2015. The rep stated that the patient was not using her programmer correctly. It was noted that the patient had good coverage. If additional information is received, a follow-up report will be sent.